Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(4) 2013; 439888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock secondary to an atrial tachycardia. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.